Manufacturer narrative:
Additional concomitant medical products information references the main component of the system and other applicable components are: product ID:(B)(4), lot# va1bxgq, implanted: (B)(4) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the full ins system was explanted because she got run into by an ICU bed and ¿it like jarred their device¿ and reported that the bed hit a corner of her device and once she got it, her leads shifted. The patient noted the patient leads shifting cause the stimulation to go down her toes and noted that prior to being hit by the bed she felt stimulation in the vaginal area. The patient stated stimulation in her toes/foot caused extreme pain in her foot and toes and she had to turn off the ins to be able to pee. The patient reported it hurt a lot when stimulation was in her foot. The patient noted in order to get anything stimulation to her vaginal area she had to turn up the current. The patient noted she got hit by the ICU bed in 2017 and that same day the stimulation went to their toes, causing their feet and toes to hurt.